Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 4808560 implantable port allegedly experienced suction problem. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.

Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: for the reported event, lot number was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, lot number was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 4808560 implantable port allegedly experienced unable to obtain blood return. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.